Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was found to be ruptured upon opening the package.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Photo samples were submitted. The ureteral stent with push catheter were returned in the original packaging. An evaluation of the physical sample was completed. Evaluation of the photo samples noted the stent broken into two separate pieces. Visual evaluation of the physical sample confirmed the separation on the body of the stent; no stretching or discoloration of the material was noted. The sample passed all dimensional requirements the outer diameter measured at 0.0793" using a laser micrometer, the tip and tube inner diameters were measured with a pin gauge and found to be 0.043" and 0.050", respectively. A 0.038" guidewire passed through the sample with no resistance. Though a specific cause cannot be determined, a potential root cause for this event could be, "inappropriate package design". As no patient involvement was reported the device was not used, however, is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." "Exercise care. Tearing of the stent can be caused by sharp instruments." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the ureteral stent was found to be ruptured upon opening the package.